Event description:
A caller reported experiencing cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset and guided the caller through the process, after which the cgm error code did not reappear, and the caller successfully started their sensor session.